Manufacturer narrative:
The customer service rep examined the system and confirmed the error message. The fluidics module was replaced and sent in house for eval. Investigation, including root cause analysis is in progress.

Event description:
The customer reported the system would not prime. An error message was rec'd. The customer cancelled eight cases. There were no pt injuries.